Manufacturer narrative:
The fse found that the high wbc and rbc cv's were caused by a faulty aspiration pump, pm9. The fse replaced the faulty aspiration pump which resolved the high cv's and the instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).

Event description:
While a field service engineer (fse) was troubleshooting an unrelated event, the fse found high wbc (white blood cell) and rbc (red blood cell) cv's (coefficient of variation) on the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The catalog number provided in the initial report was found to be incorrect; the corrected number is provided in this follow-up report.